Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01265. This report is being submitted as additional information. Approximate age of device - 8 months, 30 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The reported elevated power and flow could not be confirmed through evaluation of the log file. No atypical events were captured and the system showed device operation above the low speed limit for the duration of the log file. A correlation between the device and the reported driveline infection could not be conclusively determined through this evaluation. The hmii instructions for use (IFU) explains that pump flow is estimated from the pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. It also explains that if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays ¿+++¿ or ¿---¿ to prevent the display of inaccurate flow information. Infection is listed in the IFU as an adverse event that may be associated with the use of the hmii lvas. This document outlines the recommended care of the exit site. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on an unspecified date for a driveline infection. The patient had some drainage at the driveline exit site, in addition to experiencing some pain with position changes. It was reported there was elevated power and flow as well. A wound culture was obtained, however the results were not provided. The patient denied any fevers, nausea, diarrhea. The patient was placed on rifampin and intravenous ceftraroline. It was reported that the patient on intravenous vancomycin since (B)(6) 2018, and on chronic suppressive therapy with doxycycline 100mg twice a day, admitted into the hospital on (B)(6) 2018 due to a peripherally inserted central catheter (PICC) growing positive culture for gram positive cocci and clusters. The patient denied any symptoms including fever, chills, chest pain, dyspnea, body aches, nausea, diarrhea. The PICC line was removed. The patient's blood cultures were positive on (B)(6) 2018. The antibiotics were adjusted with added rifampin and ceftaroline. The PICC was placed on (B)(6) 2018. Due to antibiotic adjustment the inr trended down and heparin infusion was provided. The patient was discharged on (B)(6) 2018.